Event description:
Related manufacturer reference number: 2938836-2019-05293. It was reported that the patient presented in the emergency room with syncope. Interrogation revealed high, out of range right ventricular impedance, elevated capture thresholds, and loss of capture. The physician elected to replace the lead. During the lead replacement procedure, fluid was discovered in the set screw header of the generator, which compromised the lead's connection to the header. Testing the lead on a pacing system analyzer showed normal impedance and capture threshold values. The generator was replaced instead of the lead. The patient is recovering.

Manufacturer narrative:
The reported event of loss of capture could not be confirmed in the laboratory. The reported event of fluid leak was confirmed. Blood contamination was found at the right ventricular block, consistent with blood entering from the lead tip. The device was tested on the bench and no anomalies were found.